Manufacturer narrative:
The reported condition has been confirmed and attributed to a dimensionally descrepant thrust bar.

Event description:
The product was used during a demonstration. Reportedly, the instrument was difficult to open. The hosp has reported no pt injury occurred.